Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22036402 d4. Medical device expiration date: 28mar2025 h4. Device manufacture date: 28mar2022 d4. Medical device lot #: 22095080 d4. Medical device expiration date: 28mar2025 h4. Device manufacture date: 30aug2022 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite needle-free valve there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: mat#: 2000e lot#: (10)22036402. (10)22095080, and (10)21036265 customer called and stated that products failed to flush. Date of events: (B)(6) 2023 no adverse events. Customer has all 3 products to send back if needed.

Manufacturer narrative:
Three samples was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the samples would not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 22036402 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 07apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 22095080 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 07sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 21036265 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 24mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.